Manufacturer narrative:
The customer reported occlusion straight out of the package, before use. There is one unused sample returned, of material 10010570, lot 24099224. Upon initial visual examination, the set confirmed the failure of occlusion, at the male luer/tubing connection. There is a solvent issue, and the solvent has created a full blockage in the tubing fluid path. The manufacturing plant found the root cause for the excess solvent issue to be related to incorrect solvent application by the personnel. A quality alert was issued nov. 12th, 2024 to communicate and reinforce the correct solvent application method to all involved personnel. The device lot was released before this action took place. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the tubing is occluded and will not flush, straight out of the package.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.